Event description:
I donated a kidney to my mom in (B)(6) 2016. She got a fever of unknown origin that was finally contributed to an subcutaneous abscess around her new kidney. She has gone 10 plus months with zero help issues (relatively speaking), but this month is like someone hit repeat. During my mom's 3 month check up she was informed of the possibility a contaminated batch of organ preservation fluid had been used during her procedure. This was followed by a letter that pretty much said nothing. I have followed the bread crumbs and realized that the bacteria had been identified in the lots of contaminated solutions and they just so happen to be locked in an abscess around my mom's new organ. I have scoured the internet looking for information or similar situations but all that is found are the official reports. The incident is not even being discussed on the blogs or in the forums. I would just really like to know how to find out what hospitals had the solutions in the lots... If mom's surgery hospital is on the list I would like to know if one was used on her organ. I am merely a daughter, sister, mother, organ donor searching for answers in hopes of finding solutions. How is someone supposed to report a related infection if they cannot find out the lot number of the solution used to transport the organ? Global solution system.